Event description:
Patient admitted on (B)(6) 2024 with low flow alarms and mild shortness of breath. Low flow alarms ceased and noted improvement in shortness of breath after 500 ml of intravenous fluids given. Loh on admission 353. Loh range 260-400. Cat scan performed 2/5 with noted long segment obstruction of outflow graft tract with 70% narrowing involving the majority of the bend relief. Patient taken to surgery on 2/7 with bend relief incised and immediate return of significant number of proteinaceous debris. Immediate improvement in lvao flows noted. 2/10 loh 247.